Manufacturer narrative:
Eval summary: the failure mode was reproduced at MFR's facility. Examination of the device found that the firmware was not programmed correctly. The device was repaired and returned to service.

Event description:
Customer reported that at the time of start of stimulation using the z6 cardiac stimulator, the pt experienced ventricular fibrillation. The pt was cardioverted back to normal sinus rhythm.